Event description:
During long term intracranial monitoring (implanted stereo/depth electrodes), communication between the breakout box and the base unit is lost for random periods of time ranging from a few seconds to minutes. Log files indicate "headbox disconnected" or "breakout box disconnected", followed later by a "reconnected" message. This happens without any interaction by the user or patient. We have had this problem with other machines of the same model. Manufacturer response for eeg monitor, (brand not provided) (per site reporter): pending investigation.